Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he needed assistance bringing the basal rate down from 3.0 to 2.5. His blood glucose level had been between 300 mg/dl and around 400 mg/dl. The customer had an issue with the infusion set. The device was not returned.